Manufacturer narrative:
Date rec¿d by MFR : 09apr2019, date of report : 30may2019. The manufacturer's field service engineer (fse) performed troubleshooting; however, the reported problem could not be duplicated. The fse replaced the touchscreen as a precautionary measure. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's touchscreen was unresponsive. The device was in use at the time of the event; however, there was no patient harm. Event date not specified, estimate used.